Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not connected to bus. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system refrigerator was not connected to bus. A field service engineer (fse) powered down the station and the helmer refrigerator, reseated all external cables, and then powered on the refrigerator followed by the station, resolving the issue. The system functioned as intended after the field service engineer repaired the device.